Event description:
This vmsr report summarizes one malfunction event. It was stated on (B)(6) 2025, back cap came off and turbine dislodged from the handpiece, brio 440 (B)(4), during procedure, patient suffered from lower right cheek abrasion.